Event description:
A customer reported that when they tried to use their precision xtra meter, it would not turn on. The meter would not turn on if any of the meter buttons were pressed. The customer went to bed without doing a test, became unconscious overnight, an ambulance was called and they were treated at home. The details of the treatment are unk. The customer had not replaced the battery in their meter, so it is possible the battery was dead causing the meter not to turn on. Additionally, the lot of optium plus test strips the customer was using at the time of the incident were expired (expiration date 31 january 2007). Had the meter worked, they would not have been able to test their blood glucose as the meter will not accept expired test strips. The customer's meter has been requested for investigation. There was no report of death or mistreatment in this case.

Manufacturer narrative:
(B)(4). The customer's meter and test strips have been requested for investigation. A f/u will be submitted if the product is rec'd.